Event description:
It was reported that patient had no issues with device since initial surgery two years ago; then insidiously in late 2020, when depressing the pump no fluid would transfer into the cylinders after one or two pumps. And hence was referred back to the urologist. The patient spent time with urologists practice nurse, spoke to the rep to troubleshoot and had a ultrasound of reservoir. No troubleshooting resolved the issue. The issue is suspected to be caused by the valve in pump.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation issues and mechanical issues cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that patient had no issues with his inflatable penile prosthesis (ipp) device since initial surgery two years ago; then insidiously in late 2020, when depressing the pump no fluid would transfer into the cylinders after one or two pumps. And hence was referred back to the urologist. The patient spent time with urologists practice nurse, spoke to the rep to troubleshoot and had a ultrasound of reservoir. No troubleshooting resolved the issue. The issue is suspected to be caused by the valve in pump. The patient underwent a surgical procedure in which all his ipp components were explanted and replaced.